Event description:
Initial reporter: patient. Description of event: patient stated they used to have a (B)(6) stimulator in 2018. Patient stated stim [from that device] only ever treated left side sciatic nerve pain, but (B)(6) treats both sides of their pain to the point that they can do jumping jacks. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).